Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5580 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of , anemia, parity 3, multi gravida, uterine fibroid and abnormal uterine bleeding. The patient had a family history of heart disorder and blood pressure high. Concomitant products included motrin [ibuprofen] and cleocin s (clindamycin phosphate). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5580 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical history: pre-operative diagnosis: bloating symptoms. Post-operative diagnosis: bloating symptoms. Specimens submitted: a. Fibroid, uterus, bilateral tubes, cervix. Final diagnosis: uterus and bilateral fallopian tubes, excision: cervix: unremarkable. Endometrium: secretory endometrium with chronic endometritis. Myometrium: adenomyosis and leiomyomata with calcification. Bilateral fallopian tubes: unremarkable. Negative for malignancy. [Ultrasound scan vagina] on (B)(6) 2023: uterus: enlarged. Fibroid uterus. Myometrial lesions: posterior lus intramual well defined.partly subserosal calcified. Anterior intramural hyperechoic well defined comment: multiple smaller fibroids in addition to those mentioned above endometrium: thickness: 18.9 mm comment: obscured by fibroids. Cervix: no abnormality visualized. Right ovary: comment: not able to be visualized. Right adnexa: comment: ecoil not seen due to fibroids. Left ovary: comment: not able to be visualized due to overlying bowel. Left adnexa: comment: ecoil seen. Cul-de-sac: no fluid collections. Impression: uterus with multiple large fibroids. Adnexa unremarkable. A/p: patient is a 47 years old g3p3003 who presents for direct admission for blood transfusion prior to planned hysterectomy. Fibroid uterus. Abnormal uterine bleeding. Chronic anemia: patient has longstanding history of fibroid uterus with abnormal uterine bleeding and resultant. Anemia and is scheduled for tah-bso, possible oophorectomy: preop hgb found to be 6.9 on (B)(6) 2023. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report received. Medical history, reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5580 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.